Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat eg6+ cartridges that yielded a suspected discrepant potassium result of 6.0 on a patient. There was no patient information available at the time of this report. Return product is not available for investigation. (B)(6). At this time there is no reason to suspect a malfunction exist. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The patient was tested in (B)(6) of 2018 but the actual day is unknown. The customer provided two I-stat results no patient information, sample and collection times with multiple attempts to obtain information. Cartridge lot is unknown at this time and could potentially render the investigation inconclusive.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 04/23/2019. The lot number was not provided. A review of shipping records determined that the customer would have had ec8+ lot k18341 at the time of incident; therefore, this lot was used for investigation. On 04/04/2019 new information was received. The customer confirmed that lot k18341 was used during the event. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for ec8+ lot k18341.

Manufacturer narrative:
Apoc incident #: (B)(4). From: I-stat eg6+ cartridge, catalog # 03p77-25, lot: unk, mfg date: unk, exp date: unk, UDI: (B)(4). To: I-stat ec8+ cartridge, catalog # 03p79-25, lot: k18341, mfg date: 12/07/2018, exp date: 07/08/2019, UDI: (B)(4).